Manufacturer narrative:
Batch review performed on 14 november 2019: lot 111862: 46 items manufactured and released on 20-jul-2011. Expiration date: 2016-june-30. No anomalies found related to the problem. To date, 44 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain due to a fractured femur. The cause of the fracture is unknown. About 8 years after primary the surgeon revised the stem, head and liner. The surgery was completed successfully.